Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, on (B)(6) 2020 the patient was implanted with matrixmandible plate and screws. On (B)(6) 2020 patient underwent a follow up resection surgery was performed due to tumor growth. On (B)(6) 2020 a revision surgery was performed due to the loosening of the plate. During the revision surgery the initially implanted matrixmandible plate was bent in place and then tightened with more screws. On (B)(6) 2020 the patient returned to the hospital because part of the plate had broken off. According to the surgeon this happened post revision surgery performed on (B)(6) 2020. Patient underwent revision surgery again on (B)(6) 2020 and the broken off piece of the plate and some screws were removed. There was no surgical delay reported. Patient is in good condition. No further implications reported. This report captures the removal of the broken piece of the plate while related complaint (B)(4) captures the revision surgery that was performed on (B)(6) 2020 due to the loosening of the plate. Concomitant devices reported: 2.4mm ti matrixmandible screw self tapping 6mm (part # 04.503.436.01c, lot # unknown, quantity 3), 2.4mm ti matrixmandible screw self tapping 10mm (part # 04.503.440.20, lot # unknown, quantity 1), 2.9mm ti matrixmandible locking screw self tapping 10mm (part # 04.503.670.01c, lot # unknown, quantity 1), 2.9mm ti matrixmandible locking screw self tapping 12mm (part # 04.503.672.01c, lot # unknown, quantity 2). This report is for one (1)ti matrixmandible 12 hole plate 2.0mm thick. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: added by jbrooks 08/19/2020. Part number: 04.503.729, lot number: h032333, part manufacture date: feb 4, 2016, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 12 hole plate 2.0mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: only a plate fragment of about 25mm length was returned for investigation. The only visible laser marking on the fragment is 2.0, the part- and lot number is not visible. The plate fragment is on one side broken apart at one hole with a fracture face on both side walls of the hole, which seems to be the complained post operative breakage. The fragment is cut and broken apart at the other side, this means one side wall of the hole was cut with an instrument and the other side was fractured. In general is the plate fragment in a very poor condition. The two complete holes are totally deformed, a screw insertion and locking would be impossible in one of those holes. Also there are all over the device strong notches and scratches. For all these damages it is unknown if they were caused during contouring, insertion, in-situ or during extraction. The anodized layer is worn away at all damages which shows that they were caused post-manufacturing. Dimensional inspection: due to the extensive deformations of the plate not all relevant dimensions can be verified anymore, especially at the holes where the breakage occurred. Drawing/specification review: the relevant drawing was reviewed to verify the relevant dimensions and finally the part number of the received plate as this number is missing on the received fragment. Based on the measured dimensions, the 2.0 visible etching and the blue color it can be confirmed that the plate is a 2.0 matrix mandible straight plate as reported. The exact part number cannot be confirmed without known the amount of holes. The matrixmandible. Mandible plating system surgical technique (036.000.971 dsem/cmf/0814/0025(2) 10/15) was reviewed and following possibly relevant statements can be pointed out: precaution: minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. Investigation conclusion: the complaint is confirmed as the plate is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the little provided information we are not able to determine the exact cause of this breakage and also not for all the other visible damages at the received fragment. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: titanium matrixmandible locking screw (part# 04.503.672.01c, lot# h574322, h586600 , quantity# 2); titanium matrixmandible locking screw (part# 04.503.670.01c, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot number: h032333, h309165, h3, h6: part: 04.503.729, lot: h309165, part manufacture date: march 08, 2017, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 12 hole plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.